Event description:
Reporter alleged blood glucose meter 3rd & 4th pins are blackened and melted. It was reported device is cleaned with alc. No actions or treatment was taken as a result reportedly and there was no alleged bodily harm. A request was made for the return of the suspect device and replacement product was sent.